Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was not able to be placed due to high impedance and unacceptable thresholds. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: k063, ipg, implanted: (B)(6) 2013. (B)(4).